Event description:
It was reported by asr (B)(6) the grasper broke off into the patient. Two hour delay. Grasper retrieved successfully. No harm to patient.

Manufacturer narrative:
The product was received at (B)(4), (B)(4) confirmed the broken jaw then discarded the instrument. Since the instrument had not been made available for mini-lap technologies to evaluate; therefore, the reported failure cannot be confirmed at minilap. A review of the devices lot history folder was conducted and no abnormalities were noted and showed no previous related non-conformances. To verify the strength and reliability of the jaws minilap technologies performed additional testing verification, (B)(4) jaws were tested in a simulated instrument utilizing an instron machine to evaluate how much force it would take to break the jaws, the results showed that during a straight pull, the jaws yielded at an average of 43.89 lbs per leg. Another test was performed on (B)(4) instruments by bending each jaw 180 degrees from their present position to determine how many bending cycles of the individual jaw legs would cause the device to fail. The (B)(4) instruments jaws averaged (B)(4) bends prior to deformation (cracking, breaking, twisting). A correspondence was sent to our distributor instructing them to contact all their sales representatives to instruct the end user be cognitive of the end of the instrument (jaws) and the amount of manipulation and tissue placed in the jaws. A review of the instructions for use booklet states under warnings and precautions item #7, 8 to avoid damage to the instrument tips (jaws). Additional testing of the jaws was conducted under protocols (B)(4) jaw force test and (B)(4) jaw reliability test, verifying strength and reliability (avg 63 lbs and 185lbs and reliability passed three times). Probable root causes for the reported failure involving this device appears related to misuse or over exertion by the user with excessive tissue grasped in the jaws or excessive prying and twisting during use. We are unable to obtain further details from the user. The complaint will be closed based on probable root cause.